Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the wire fractured. It was noted that a comet pressure guidewire was fractured and the sprint tip was unraveled while advancing into the guide . The fracture occurred on the a portion of the device that was shaped during preparation. The procedure was completed with another comet guidewire. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire. The guidewire shaft was examined for any damage or irregularities. The shaft showed no fractures. The tip however did show a severe kink. No other damage or irregularities were noticed. The sensor port was clear of any material. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the wire fractured. It was noted that a comet pressure guidewire was fractured and the sprint tip was unraveled while advancing into the guide. The fracture occurred on the a portion of the device that was shaped during preparation. The procedure was completed with another comet guidewire. There were no patient complications and the patient was fine.